Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician opened the package and observed the device and confirmed there is no issue with device. The physician lubricated the wire guide with saline and then advanced into sphincterotome device smoothly, after radiography user retracted the sphincterotome device and advanced the extraction balloon to remove the stone, after two (2) successful stone removal, the physician retracted the balloon from patient but found out that the balloon cannot be retracted after several attempts. User retracted the balloon along with wire guide [loss of wire guide access] and found out the coating of wire guide crease seriously [coating damage]. User changed to another wire guide to continue the procedure. The issue prolonged the procedure for around another thirty (30) minutes. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box and open pouch from the lot number provided in the report. The labels match the product returned. Photos provided show the distal end of the wire guide where it appears a section of the coating has bunched. Photos of the labels on both the box and pouch were provided and the lot number provided in the photos matches this report. Our laboratory evaluation of the product said to be involved confirmed the report. Coating damage was observed 21.4cm to 22.7cm from the distal end, exposing the core wire, with the coating bunched 21.4cm to 21.6cm from the distal end. Under magnification the coating damage near the bunched portion was observed to be jagged and accompanied by uneven lines. No portion of the coating appears to be missing. Evidence of scoring damage was not observed. The joint was observed to be smooth and intact. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report of coating damage. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.